Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle was not functioning when the doctor tried to use it for a biopsy. The issue was found during a therapeutic procedure. The procedure was an endobronchial ultrasound bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
Additional information was received from the customer that after identifying the lymph node for fine needle aspiration, the doctor was unable to push out the needle. The doctor removed needle from scope, tested it outside the scope and needle was able to be pushed. The doctor repositioned the scope and attempted it a second time but was unsuccessful. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.